Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The analyst noted 3736 v-sic occurred since (B)(6) 2014. (B)(4).